Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4). And CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had a branch retinal vein occlusion (brvo) with vitreous hemorrhage surgery on (B)(6) 2018 on the left eye and presented on (B)(6) 2018 with loss of best corrected visual acuity in right eye equal to 2 lines. Manifest refraction also revealed that patient has undercorrection of more than 2 diopters passed the point of refractive stability in right eye. The patient complained of blurry distance vision. Patient reported symptoms are not interfering with daily activities but was referred to retinal specialist. It was reported the procedure was not secondary to lasik procedure. Bcva from (B)(6) 2018: right eye pre-op 20/20, 2.25 x .00 x 90; left eye pre-op 20/20, 1.50 x .00 x 90. Bcva from (B)(6) 2018: right eye post-op 20/40, -2.00 x -1.00 x 178; left eye post-op 20/20, -.25 x -.50 x 171.